Event description:
Reportedly, asystole was observed on (B)(6) 2016 during post-valve surgery reprogramming from doo to ddd pacing mode. Temporary pacing wire was inserted but was not switched on as the patient had a pacemaker in situ. The patient is dependent ¿ no r waves at vvi 30min-1 and p waves not measured as the patient was left at doo 80min-1 (although had been in af for some time during surgery). Programmed and test polarity set to bipolar throughout. The v sensitivity was decreased to 5mv to rule out over-sensing but the 5 seconds of asystole still occurred when the device was reprogrammed from doo to ddi. The egm screen did not appear to reflect the a and v activity (attached). The reporter would like to know if the device has been damaged during heart surgery, and asks for recommendations (e.g. Explant). Reportedly, the pacemaker was successfully reprogrammed to ddd mode on (B)(6) 2016.

Event description:
Reportedly, asystole was observed on (B)(6) 2016 during post-valve surgery reprogramming from doo to ddd pacing mode. Temporary pacing wire was inserted but was not switched on as the patient had a pacemaker in situ. The patient is dependent ¿ no r waves at vvi 30min-1 and p waves not measured as the patient was left at doo 80min-1 (although had been in af for some time during surgery). Programmed and test polarity set to bipolar throughout. The v sensitivity was decreased to 5mv to rule out over-sensing but the 5 seconds of asystole still occurred when the device was reprogrammed from doo to ddi. The egm screen did not appear to reflect the a and v activity (attached). The reporter would like to know if the device has been damaged during heart surgery, and asks for recommendations (e.g. Explant). Reportedly, the pacemaker was successfully reprogrammed to ddd mode on (B)(6) 2016.